Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure artifacts on the screen and colored stripes was confirmed. However, the scope communication error code (e104) appeared on the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the fiber bonding in the outer tube area (distal end) was damaged and no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable is broken and therefore the image is not displayed. The most probable cause of the video cable was broken, the fiber bonding in the outer tube area (distal end) was damaged traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had artifacts and colored stripes on screen, and error e104 on screen during procedure setup. There were no reports of patient involvement.